Manufacturer narrative:
"This medwatch has been submitted in error. Although a 510 k has been obtained, the device is not commercially available. The device is currently being used in a clinical trial (B)(4) and is labeled as an investigational device only."

Event description:
The lay user / patient contacted lfs on (B)(6) 2010 alleging inaccurate high readings on his one touch ultra meter. A medical surveillance specialist (mss) spoke to the patient on (B)(6) 2010 and obtained the following information: the patient mentioned that on (B)(6) 2010, he tested his blood glucose and obtained an elevated reading of 190 mg/dl. He did not take any diabetes medication after obtaining the high reading. Prior to eating at 9:00 am, the patient developed symptoms of shakiness and sweating. The patient retested and obtained a very low reading; however, does not recall the result. The patient also ran a quality control test and the test strips passed using the control solution. The patient ate his breakfast and felt better. He contacted his physician due to the alleged issue and has a schedule appointment this week. The meter was replaced. The complaint is being reported since the patient alleged, that obtained a high reading and within an hour developed symptoms suggestive of hypoglycemia and self-treated with food and felt better.

Event description:
On (B)(6) 2010, the patient underwent successful transcatheter heart valve replacement via transfemoral approach. However, during the procedure, the patient suffered a dissection of the distal left common femoral artery with significant plaque burden at the location. The cardiovascular surgical team was called to repair the dissection for which they performed a left common femoral artery endarterectomy with a direct end-to-end closure of the artery.